Event description:
It was reported that the shunt did not drain. When the dome was depressed, the reservoir would not refill. Surgery on (B) (6) 2010 showed sluggish flow through the catheter.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided.